Event description:
21 jul 2023: t2 biosystems received a customer complaint that the t2bacteria panel produced a discordant result on one patient. The t2bacteria panel produced a "target not detected" result compared to staphylococcus aureus heavy growth on the concurrent blood culture.